Manufacturer narrative:
(B)(4). The patient experienced adverse events on different days with the same device. The following reports are being submitted: 180119-000698,180119-000718,180119-000723,180119-000726,180119-000728,180119-000833,180119-000836,180119-000838,180119-000839,180119-000876,180119-000992,180119-000993,180119-000994,180119-000996,180119-001023,180119-001067,180119-001068,180119-001069,180119-001070,180119-001073.

Event description:
Dexcom was made aware on 1/19/2018 that on (B)(6) 2018, a loss of connection occurred. Data was returned and evaluated. The reported event of a loss of connection was confirmed via data. A root cause could not be determined. Labeling indicates that the dexcom cgm application is only compatible for select devices and operating systems.